Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product used source: phone.

Event description:
Customer reports conflicting results using expired tests. Unknown if symptomatic or asymptomatic. No apparent adverse event.